Event description:
Caller states the pt tested 5.8 inr on the coaguchek sys and 3.5 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect sys, however caller states strips are not available for return.